Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high pacing impedance, and insulation damage was observed. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies except for procedural damage to the inner coil, and no damage was noted on the lead body insulation. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.